Manufacturer narrative:
Additional device product code used: kwq. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a cervical 5/6 anterior cervical discectomy and fusion (acdf) surgery. During the surgery while the surgeon was implanting screws, a superior screw was locked off due to the stardrive shaft being stripped and not able to engage in the head of the screw. The blocking screw was not engaged. Screw was not locked off. The inferior screw was locked but it was also stripped. The surgeon tried to use the same product, stardrive screwdriver shaft but it failed. Both stardrive screwdriver shafts were not functioning and could not be used. The procedure was completed successfully. There was a ten-minute surgical delay. There was no adverse effect to the patient. The patient was stable. This report is for one (1) 4.0mm cannulated screw short thread/50mm. This is report 1 of 4 for (B)(4).